Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the rod broke causing injury to the patient.